Event description:
During pt support, the bvs console went into battery mode, the pt was switched to a backup console with no problems. The ac/dc converter was replaced and the suspect component returned to abiomed for evaluation.